Manufacturer narrative:
Unit received with operational currents within spec. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 24 or 41 noted during testing. No unexpected bolus stopped alarms noted. However, pump trace download analysis confirmed the power error 25 and power loss alarms. The power management tool confirmed power error 25 and power loss alarms were triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Event description:
The customer reported via phone call that insulin pump had a pump error alarm. The blood glucose level was unknown. The customer reported that they were able to clear the pump errors, power loss alarm and program the insulin pump. The customer assisted with performing self test and the self test was passed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced. The insulin pump will be returned for analysis.